Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: the last basal delivery and the last bolus were recorded in pump history on 02/04/2014. Battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test no alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification at 6.4k ohms. Unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: her blood glucose ( bg) was up to 400 mg/dl with lethargy and joint pain. States bg levels did come down with insulin injection via syringe. She feels her pump is not delivering insulin correctly and has changed sets twice and bgs still elevated. Patient has lost confidence in pump and wants it replaced. Customer support advised patient to contact her health care provider for alternate insulin delivery method until the replacement arrives. The bg excursion does not meet the criteria for an adverse event. This complaint is being reported due to the allegation that the pump is not delivering properly.